Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, a 29 millimeter (mm) valve was deployed and dislodged ventricular. The valve was recaptured and removed. A new 34 mm valve was implanted successfully. It was reported that the patient had a bicuspid valve and was undersized. The valve size was not appropriate for the patient. No adverse patient effects were reported.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. This is a system report. The section d information is for the primary device, which was in use with the following: product ID d-evprop23-29 lot unknown; use by date unknown; UDI unknown. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.